Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2010 by the journal if shoulder and elbow surgery titled ¿repair results of 2-tendon rotator cuff tears utilizing the transosseous equivalent technique¿. The study reviewed forty (40) patients who underwent shoulder procedures using arthrex pushlock devices. Three (3) patients were documented to have had rotator cuff lesions resulting in a subsequent surgery. Ref: sethi, p. M., et al. (2010). "Repair results of 2-tendon rotator cuff tears utilizing the transosseous equivalent technique." J shoulder elbow surg 19(8): 1210-1217.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.